Event description:
New information noted that the patient was in stable condition throughout the procedure.

Event description:
It was reported, that the patient had their entire pacemaker system explanted and replaced, due to pocket infection. No patient condition or further information could be obtained.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested, but not received.